Event description:
The reporter stated the surgeon was inserting a 12.1mm micl12.1 implantable collamer lens and the lens tore. There was no patient contact or injury. The back-up lens was implanted.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found the lens torn into pieces. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.